Manufacturer narrative:
The field service engineer (fse) upgraded the instrument software and performed high sensitivity system check, troponin calibration, and all levels of quality control (qc); all results were within specifications. No hardware malfunctions were identified. The unit conformed to the manufacturer's published performance specifications. A definitive cause of the event is unknown.

Event description:
The customer reported an elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access 2 immunoassay system. The elevated result was released out of the laboratory, and the patient was admitted to the medical intensive care unit (micu) for myocardial infarction. It is unknown if the patient received any treatment. There has been no report of current patient outcome to date. Subsequent analysis of the patient's second collection sample, on the same instrument, recovered a lower result, within the risk stratification range. Additionally, the customer reanalyzed the original sample and recovered lower results, within the risk stratification range. The customer indicated system check passed within specifications and quality control (qc) was within the normal range. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.